Manufacturer narrative:
(B)(4). Device was not returned to manufacturer.

Event description:
Us FDA event description: it was reported that the patient received inappropriate therapy due to oversensing of noise. A lead integrity alert was triggered due to the oversensing/noise and non-sustained ventricular tachycardia. Since the time of the therapy, the system has functioned "ok" with no known issues. It was noted that the patient is not compliant, so it is unknown what the patient was doing on the date of the shock. The lead and device remained in use. No further patient complications have been reported as a result of this event. It was reported that the patient received inappropriate therapy. The patient received a shock due to ventricular oversensing of noise. Lead integrity alert was triggered. It is noted that the patient is non-compliant, so the details of what the patient was doing on the date are unknown. The lead and device remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.